Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128, lot# va28b4b, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that patient reported device not working at well since they had a fall: (B)(6) 2021 as they have a miscommunication with the leads and the battery was low. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that subject in office 8/26/21 and reported  occasional low back pain on right side. Her device is not working as well as originally did since she sustained a fall. Also her battery was  low and  would like to proceed with removal and replacement utilizing new axonics device. Per her urologist since device is much smaller it may help the fact she is having pain at the site. Device was removed and replaced with axonics on 10/13/21. It was stated that it was related to device or therapy and not related to the implant procedure. Resolved without sequelae (B)(6) 2021 no further complications were reported/anticipated at this time.